Manufacturer narrative:
The investigation is still in process. The device will be inspected in the near future.

Event description:
After patient finished her 3rd training session in rewalk p6.0 (new user), on (B)(6) 2019 she noticed her left knees was swollen. On (B)(6) 2019 rewalk robotics was updated by patient that she was diagnosed with a small lateral tibial plateau fracture in her left knee.